Event description:
It was reported that during a tooth extraction procedure, the bur broke. It was also reported that there was a delay to surgery to open an alternative bur. It was also reported that there was no medical intervention as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Manufacturer narrative:
The quality investigation is complete. Device not returned, photograph provided.

Event description:
It was reported that during a tooth extraction procedure, the bur broke. It was also reported that there was a delay to surgery to open an alternative bur. It was also reported that there was no medical intervention as a result of this event and the procedure was completed successfully.